Manufacturer narrative:
Additional information was received regarding the incident. The hospital stated the male patient being transported was a large patient (B)(6) and the mechanicals on the bed being used are quite strong for such a patient. As previously communicated, the cylinder was improperly stored in the bed and not a cylinder holder. On returning to the room the patient adjusted the bed with the cylinder lodged at the foot of the bed (placed there by their staff) between the mattress and the foot board. The bed adjustment then is suspected of causing the head to be pinched or sheared at the cylinder. Western believes that the vipr system was subjected to extreme, excessive forces that are not expected or typically experienced during normal use, or even mis-handling (e.g., dropping), of the vipr system. Western believes the factors that caused and contributed to the observed failure to be unforeseeable misuse. Western also believes that the event was the result of user error in the improper handling and securing of the cylinder, and the failure to follow manufacturer's instructions and adhere to proper safety measures and practices related to the safe handling of a compressed gas cylinder. Additionally, the forces generated by the hospital bed mechanicals being adjusted, the improperly secured and stored location of the cylinder system in the foot of the bed, and the mass of the subject patient (i.e., (B)(4)) caused the vipr to shear from the cylinder at the inlet threads.

Event description:
As reported to western, a male patient was transported from his room to dialysis and back. A vipr system (combination of a valve integrated pressure regulator (vipr) and a compressed gas cylinder) was placed at the foot of the bed, not in cylinder holder, for transport. After returning to the patient room, approximately 10 minutes later, the valve ejection occurred. Only the male patient was in the room at the time of the incident. No adverse outcome to the patient occurred as a result of the incident.